Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported 12.1 mmol/l high readings on the adc device. Due to higher readings, the customer reported thy self-treated with insulin and experience seizure and a loss of consciousness. The customer was unable to self-treat and reportedly found unconscious by a third party. Paramedics were called and on arrival. Readings of 1.1 mmol/l were taken on their meter. These results, when plotted on a parkes error grid, fall into the e zone, showing the difference in values to be clinically significant. The customer was then transported to the hospital where unspecified laboratory readings were taken and customer was given IV glucose for treatment. There was no report of death, serious injury, or mistreatment associated with this event.